Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that an alarm "check vent: backup alarm failed" is activated. There was no patient involvement.

Manufacturer narrative:
The manufacturer¿s international service technician confirmed the reported backup alarm failure. The manufacturer¿s international service technician replaced the cpu-pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.